Event description:
Reportedly, this device was explanted after approximately a 5 year implant duration for prophylactic reasons, aortic dissection of the descending aorta was diagnosed and repaired with biological valve conduit.

Manufacturer narrative:
Device not returned.